Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test resulted in no failures related to the customer complaint. A pairing test was performed and the test passed. The receiver log was downloaded and the complaint was verified. The reported event of intermittent out of range was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.